Event description:
It was reported that during a redo procedure, the surgeon implanted a left ventricular assist device (heart mate). Upon reinfusion of autologous blood held in the reinfusion bag of dideco-ws225c/compact a, it was noted that air entered the heart. The report indicated that a pressure cuff was used during reinfusion procedure. Air could not be removed and patient subsequently expired.